Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with with uterine fibroids, menorrhagia, vaginal relaxation, and urinary incontinence. On (B)(6) 2009, the patient was implanted with an advantage fit silng, with concomitant implant of a repliform device for anterior/posterior repair. As reported by the patient's attorney, on (B)(6) 2010, the patient was diagnosed with pelvic pain, vaginal bleeding and suture erosion, and underwent a procedure for removal of sutures. Boston scientific has been unable to obtain additional information regarding the event to date.